Event description:
Customer reported that current tandem tslim x2 insulin pump was not charging and needed replacement. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.